Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside area of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 6 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps that had wetness. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has not received the replacement cycler yet. The cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside area of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 6 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps that had wetness. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cassette door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has not received the replacement cycler yet. The cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.